Event description:
It was reported a patient presented to the emergency department with vibration from their implantable cardioverter defibrillator (ICD). The device was found to be at elective replacement indicator (eri) prematurely. No changes were reported. The patient was stable.